Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 300 mg/dl and 400 mg/dl, which was treated with insulin pump. Customer was recovering from pneumonia. Customer reported that high blood glucose may have been caused by illness and medication. Customer had symptoms of high blood glucose; customer was tired and had a headache. Customer reported that healthcare professional made adjustments to basal rate due to medication. Customer called back to perform high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.